Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the pfna broke approximately 110 mm from its proximal end. The investigations of the cannulated pfna included inspecting the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The proximal fracture surface of the implant was investigated by scanning electron microscopy (sem). The gold anodized pfna is made of ti6al7nb alloy. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna is in compliance with the international standards iso 5832-11 and astm f1295 for surgical implants made of ti6al7nb alloy. The dimensions of the investigated pfna (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The outer diameter of the pfna at the fracture site is 10.02 mm and the inner diameter of the cannulation is 4.44 mm. Macroscopically several areas with abrasion of the anodic layer are documented. Furthermore gliding, wear marks were observed on the pfna spiral blade and inside the proximal locking hole (lead-through for the spiral blade). The two received 4.9 mm locking bolts show also light mechanical damages. The gliding, wear marks and mechanical damages are caused by micromovements between the pfna and the spiral blade, respectively the pfna and the locking bolts. The abrasion of the anodic layer is likely caused by micromovements between the pfna and the bone. When examining the proximal fracture surface of the pfna using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the pfna and ran into the material. After breaking, the two nail fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over approximately 50% of the fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Approximately half of the fracture surface shows dimples. This area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload of the pfna. The implant could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: proximal femoral nail antirotation implant broken which resulted in it being explanted on (B)(6) 2014 and prolonging the patient¿s hospital stay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.